Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the reported device could not suck during arthroscopic rotator cuff repair surgery on (B)(6) 2018. Although the surgeon re-booted the power switch and checked whether another device worked, the device did not work properly. The surgeon stopped using the device in question because there was lot of small bubble observed. It was brand new and the first use when the issue occurred. There was 5 min delay in surgery and no harm to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. The tip shows signs of activation. Saline residue is present in the suction tube, indicating suction use. Due to reported failure of suction issue this device will be sent to gyrus for further evaluation. Electrical testing was not conducted as no electrical faults were reported and functional testing confirms electrical function. During functional testing the fault raised by the complainant, ¿device could not suck during arthroscopic rotator cuff repair surgery¿ was confirmed, with the established flow rate being below the minimum specification requirement. Photographs highlighted some evidence of tissue remaining within the suction hole on the active tip. This was proved to be the case as final flow rate testing with the distal tip removed was within the allowable limits, meaning the blockage was positioned within the distal tip. From our investigation we have determined the probable cause of the suction blockage to be normal procedural debris. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, a review into the depuy mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution and at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).